Manufacturer narrative:
The pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime and no delivery alarm tests. No delivery alarm functioned properly. The pump was received with normal operating currents and no unexpected off no power or low battery alarms noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that customer experienced high blood glucose and had been off of insulin pump therapy for a month. Customer's blood glucose was unknown. Troubleshooting was performed to determine reason for high blood glucose. Insulin pump did not pass high pressure test which was performed three times. Caller was advised that insulin pump would need to be replaced.